Manufacturer narrative:
Device evaluation: the ams800 cuff was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The ams 800 pump was visually and microscopically examined, and functionally tested. No leak was found. The device performed within specifications. The ams 800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 60.8 cmh20. It did not perform within the product specifications (61-70 cmh20). Product analysis could not confirm the erosion. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided. The pump and balloon that were explanted in the procedure after the cuff was explanted were returned on (B)(6) 2019. The explanted cuff was not returned. D4: model number: 72404127 lot number: 1000098330 model description: control pump fgs iz model number: 72400024 lot number: 1000095571 model description: balloon fgs 61-70 cm

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted on an unspecified date after the "cuff began eroding into his urethra with recurring incontinence and dysuria." The erosion was confirmed under cystoscopy. It was also reported that the cuff was removed due to an infection. The remaining control pump and balloon were later explanted on (B)(6) 2019 in order to implant the patient with a new aus device. The patient was "all good" following the surgery.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided. The pump and balloon that were explanted in the procedure after the cuff was explanted were returned on (B)(6) 2019. The explanted cuff was not returned. Model number: 72404127, lot number: 1000098330, model description: control pump fgs iz. Model number: 72400024, lot number: 1000095571, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted on an unspecified date after the "cuff began eroding into his urethra with recurring incontinence and dysuria." The erosion was confirmed under cystoscopy. It was also reported that the cuff was removed due to an infection. The remaining control pump and balloon were later explanted on (B)(6) 2019 in order to implant the patient with a new aus device. The patient was "all good" following the surgery.